Manufacturer narrative:
(B)(4). One versa tru forcep was returned for evaluation. Visual examination of the device did confirm the reported issue. The forcep was pressed together and scissoring was observed. There are many factors that could contribute to the condition of the device. Based on the information provided, the root cause was unable to be determined. A review of manufacturing records found no discrepancies when the device was released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
As reported by the rep, the tips of a versatru forceps did not meet. There were no reports of delay or patient harm.